Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with the 0.8% resolve panel a cells, lot vra186, with a sample that is reacting with 3% cells in tube method. The panel was performed on (B)(6) 2013 as part of trouble-shooting for an initial incident that occurred on (B)(6) 2013. The customer reported that the patient had no previous blood bank history at the customer site and that, as per the patient's family, the patient has never been transfused. The patient's blood type is b rh neg, husband is rh negative and all children are rh neg. The sample was tested with the immucor panel cells and was 1-2+ positive with some cells, results inconclusive. Customer suspected a possible anti-s or anti-s and m. The sample was sent out to the reference lab on (B)(6) 2013. The reference lab reported that they have a previous history on this patient of "anti-m with reactivity consistent with an autoantibody". The reference lab reported no reactivity in their antibody screen; the method was requested and was unknown by the reporter. The reference lab did perform a tube cold panel and the sample reacted at 4 degrees, negative at 37 and negative at ahg. The patient was not transfused. No adverse events reported. Customer confirmed that all qc was acceptable on date of testing; all cards / reagent red cells were stored as per the IFU instructions and visual appearance before use was acceptable. Customer is attributing the non-reactivity due to the nature of the antibody present.